Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the routine device check the implantable pulse generator (ipg) failed to capture. The ipg was reprogrammed. However, during the reprogramming the patient went into cardiac arrest and died. The ipg was removed. No further patient complications have been reported as a result of this event.